Event description:
Medtronic received information regarding a navigation system being used during a l4-5 navigated transforaminal lumbar interbody fusion. It was reported that the camera cart monitor displayed a message stating "unable to connect (0x1002)" during a surgical case. The site noted that they were still able to actively using the main cart monitor. The site stated that they had already reseated an manipulated the interconnect cable and were unable to resolve the issue that way. Technical services (ts) suggested rebooting the system, but the site did not want to further interrupt the case. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. B01 c19 d14 apply as no components were replaced no components were returned for analysis. B17 c20 d15 apply continuation of d10: section d information references the main component of the system. Other relevant device(s) are: pcoip 9735796 zero client s8 svc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.